Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was no longer vibrating when the customer made selections on the pump screen. Subsequently, multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (277 mg/dl). The customer stated they would deliver insulin via the pump. Reportedly, the customer would continue use of the pump for therapy until the replacement pump was received but also has manual injections available.